Event description:
The rn injector stated that she injected her mother in the nlfs and stated that her mother is now having an adverse reaction. Pt was also injected and stated that she is also having an adverse reaction. Pt said that both her and her mother required medical intervention. Sent requests for add'l info.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.